Event description:
It was reported by the customer that a pyxis anesthesia es system entered disconnected mode during a procedure, causing a delay to patient care. The customer added that they had to change the station and confirmed that there was no harm done to the patient. The customer did not release additional information regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d4 h4, h6, and h11. Section e- all accurate information has been provided within the initial MFR 2016493-2024-00083 for the required fields. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-jan-2022 to 25-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that firewall and network settings caused the issue. The technical support specialist had disabled firewall and changed network settings to 100 mbps\half duplex. The system functioned as intended after troubleshooted by the technical support specialist.

Event description:
It was reported by the customer that a pyxis anesthesia es system entered disconnected mode during a procedure, causing a delay to patient care. The customer added that they had to change the station and confirmed that there was no harm done to the patient. The customer did not release additional information regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station disconnected due a communication issue caused by the network adapter default configuration. The stations firewall was disabled, and network adapter connection speed was modified to 100 mbps\half duplex to resolve. The system was functional as intended.